Manufacturer narrative:
Concomitant medical products: product ID: 37092, serial# unknown, product type: accessory. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the patient programmer (pp) does not connect to the implantable neurostimulator (ins) with the antenna attached as of the past couple of days prior to date notified. It was stated that the pp only works without the antenna. Additional information received from the patient on (B)(6) stated that they were sent a new pp and it was still not working with their old antenna. There were no out of box failures or patient symptoms alleged. A replacement pp and antenna were sent to the patient. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.